Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was having high blood glucose levels of 27 mmol/l. The customer reported that he treated with insulin pump . The customer stated that the sensor had inaccurate readings. The customer's current blood glucose level was 12.5 mmol/l. The customer¿s blood glucose was 27 mmol/l and the sensor glucose was 4.4. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. Additional device related incidents: sensor ((B)(4)) ; infusion set ((B)(4)).